Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported during a procedure (ref (B)(4)) on (B)(6) 2024, physician accidentally pulled t4 lead, and physician had access but was unable to get lead through the foremen after multiple attempts and aborted re-implanting the t4 lead. An additional lead was placed at t7, and procedure completed successfully, and therapy was restored.

Manufacturer narrative:
Updated h6.